Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Device evaluation summary: the pump was returned for analysis. Analysis of the pump found no anomaly.

Event description:
The catheter was implanted at c5 and was noted to be at c6 during the routine pump replacement procedure in (B)(6) 2014. Following the routine pump replacement procedure, the patient experienced itching and slight stiffness in her legs at night. A dye study was performed on (B)(6) 2014 with a CT scan and rotor study and they appeared to be normal. The pump and catheter were replaced; the existing catheter was tied off. The patient recovered without sequela. The device system was delivering gablofen. Following the replacement, the patient was receiving effective therapy.